Manufacturer narrative:
The insulin pump passed full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected hall sensor error noted during testing. The motor was visual inspected, no moisture damage or contamination noted; the motor may have an intermittent failure that was not detected during testing. No loose or disconnected motor flex connector noted at the printed circuit board assembly. The insulin pump was received with scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that insulin pump received a pump error 130. Customer's blood glucose was not reported. Insulin pump would be replaced.